Event description:
Correction: the previous or initial importer MDR submitted on september 22, 2025, was filed inadvertently.

Event description:
Per the clinic, the patient experienced infection and mild granulation tissue formation around the abutment site, along with chronic irritation, recurrent weeping from the surrounding skin, and mild pain.the patient was treated with oral antibiotics on (B)(6) 2016 (duration not reported); however, this treatment did not resolve the symptoms. Subsequently, the patient underwent revision surgery on (B)(6) 2016, under general anesthesia to fully remove the granulated tissue surrounding the abutment and to place a magnet on the internal fixture, converting the patient to a subcutaneous baha implant system.